Event description:
The customer reported that ¿the loudspeaker is defective¿. No death or patient /user injury or harm was reported. The device was not in clinical use at the time of the alleged malfunction.